Event description:
The customer reported that the n65 monitor was missing the top left segment of the display. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien verified the missing segments on the display. Isolated the problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced. The device passed testing.